Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use. During preparation, when a staff member opened the package in a routine manner, the side of the clear packaging ripped. This resulted in contamination of the packaging. A new kit was then opened (different device, same model), and the procedure was completed successfully. There was no patient complications reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.